Event description:
It was reported to tyco healthcare/kendall on december 19, 2006, that a customer had a problem with a foley catheter. The customer states, the clinician was attempting to remove the foley catheter and the balloon would not deflate. The clinician attempted several times to get the balloon to deflate. The clinician then removed the catheter by pulling it out and, by pulling, caused injury to the patient.

Manufacturer narrative:
An investigation is currently underway. Upon its completion, a follow-up report will be submitted.